Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported for about a couple of days they have been feeling extra jolts or something. Patient reported therapy was on and in group a and confirmed this was the group they normally use. Patient reported program 1 at 2.0 and programs 2-4 at 2.6 and commented they didn't think they went up that much. Agent reviewed therapy information and general programming guidance in regards to changing groups and adjusting intensity; patient decreased intensity to 1.9 and 2.5 while on the call. Patient mentioned they left a generic voice mail to their manufacturer representative (rep) today and was advised to call patient services and reach back out to rep if not resolved. Agent reviewed role of rep and redirected to healthcare provider (hcp) to further address.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.